Manufacturer narrative:
Literature citation: rolfing, jan duedal, et al (2021). Pain, osteolysis, and periosteal reaction are associated with the stryde limb lengthening nail: a nationwide cross-sectional study. Acta orthopaedica, volume 92. Web address to article: https://doi.org/10.1080/17453674.2021.1903278.

Event description:
Additional information was received via review of literature that the patient also experienced bony hypertrophy.

Manufacturer narrative:
To date, the device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the nail was corroded. The patient experienced pain and osteolysis. No additional information is available.